Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the digestive tract during a gastrointestinal hemostasis for varicosity procedure performed on (B)(6) 2022.during the procedure, the device unable to deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block e1 (initial reporter address 1 and address 2, city, state, zip/postal code) have been updated based on the additional information received on october 20, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the digestive tract during a gastrointestinal hemostasis for varicosity procedure performed on (B)(6) 2022. During the procedure, the device unable to deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).